Manufacturer narrative:
(B)(4). Pump received with cracked battery tube threads, missing end cap sticker and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack, missing plastic piece on the said part and the medtronic plastic logo was missing too. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.